Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to the specifications. A search revealed that no additional complaints were received from this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is after yag procedure on (B)(6) 2016 as reported. If explanted, give date: not applicable, as the lens remains implanted. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that deposits were noticed anteriorly on a za9003 21.0 diopter intraocular lens (iol) that was implanted in the patient's operative eye on (B)(6) 2013. This occured post-operatively after a yttrium aluminum garnet (yag) procedure performed on (B)(6) 2016. Reportedly, the patient's visual acuity is 20/25. No additional information was provided.